Manufacturer narrative:
The exact age of the patient was unknown; however, the patient was reported to be a baby. The patient¿s weight was reported to be (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a one-link needle-free IV connector. The reporter stated that a ¿4f double lumen cvl¿ had been placed in a patient in the ¿pccu¿. Both ports of the set were reported to have blood return. Once the one-link device was placed on the set, the reporter stated that there was no blood return. The device was removed from the set to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.